Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue placement under general anesthesia on (B)(6) 2023. Additionally, fiducial markers were placed transperineally. Before the placement procedure, the images were difficult to obtain, and they were changed multiple times. The patient also had difficult anatomy. However, the physician decided to proceed with the spaceoar vue and the fiducial markers placement. It was also reported that the markers were misplaced and were not in the prostate. The hydrogel wrapped up to the penile bulb. The patient was treated with antibiotics and was also monitored. The patient may require possible surgery. However, it was not indicated if it had yet occurred. Boston scientific has been unable to obtain additional details, despite good faith efforts (gfes).

Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. (B)(4).

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue placement under general anesthesia on (B)(6) 2023. Additionally, fiducial markers were placed transperineally. Before the placement procedure, the images were difficult to obtain, and they were changed multiple times. The patient also had difficult anatomy. However, the physician decided to proceed with the spaceoar vue and the fiducial markers placement. It was also reported that the markers were misplaced and were not in the prostate. The hydrogel wrapped up to the penile bulb. The patient was treated with antibiotics and was also monitored. The patient may require possible surgery. However, it was not indicated if it had yet occurred. Boston scientific has been unable to obtain additional details, despite good faith efforts (gfes). It was reported that the patient is going to be send for surgery for the treatment of his cancer.

Manufacturer narrative:
Additional information received on february 17, 2023: block b5: incident narrative. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular.